Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error and the customer was unable to clear it. Customer's blood glucose reading at the time of the call was 3.2 mmol/l and has treated with lunch. No further information reported.

Manufacturer narrative:
Insulin pump received with intermittent buttons, due corroded keypad traces. No button error alarms noted. Insulin pump received with minor scratches on lcd window and cracked reservoir tube lip.